Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable stimulator (ins). A device diagnosis of lead migration/dislodgement was reported. (A clinical diagnosis was not applicable.) An x-ray on (B)(6) 2016 determined there was migration of one lead outside the epidural space. The patient was still getting very good pain coverage with just one lead. No action was taken and the event was unresolved with no further action planned.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the migrated lead was not useful, and only one lead was being used. The patient experienced a lack of efficacy. A lead revision surgery was performed on (B)(6) 2018 and the device was reprogrammed. The patient was happy with coverage. The outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient experienced left leg pain of a high level of 8. Imaging and examination confirmed the event. The lead was explanted and replaced on (B)(6) 2018.